Event description:
Dr. (B)(6), have trialed using the covidien/surgipro equivalent suture and have found its quality lacking. We have had multiple incidents where the suture broke or did not maintain expected and normal tensile strength. We have found the quality of the prolene sutures is consistently excellent and this allows us to provide high quality patient care with better biopsy and wound outcomes. Mmc nomenclature: suture surgipro 114-0 p-13 18in blue nonabsorbable.